Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in hospital, the right ventricular lead exhibited noise. The noise could not be reproduced with isometrics. A chest x-ray was inconclusive, pacing inhibition was noted due to noise. The device was reprogrammed and the patient would continue to be monitored. No patient symptoms were noted.